Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead found the ligature marking about 29.5 cm distal of the is4 connector pin. It was also detected that the insulation of the lead body had been massively damaged by squashing and deformation about 28 cm distal of the is4 connector pin. The helix was fractured at this site. This damage pattern can with high probability be regarded as the cause of the clinical complaint. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were detected in the insulation in the area of the ligature, which are probably a result of the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - lead explanted due to high pacing impedances and lead fracture.